Event description:
Conmed pencil cuatery unit, was in use during total hip arthroplasty; surgeon noted loss of power and requested esu to be increased from 4 to 6; surgeon then noted sparks from hand unit; upon examination noted 7x8mm hole in pencil sheath; unit removed from field.